Event description:
It was further reported that the patient presented with severe chest pain. The patient was brought to the catheterization lab and was found to have a high grade stenosis of 95% with evidence of thrombus in the first diagonal artery and a 2.5x12mm taxus express2 stent was deployed in the lesion. It was noted that deployment of the stent resulted in a plaque shift along with some thrombus formation in the 75% stenosed mid left anterior descending artery (lad) necessitating placement of a 3.5x24mm taxus express2 stent in the proximal to mid lad. The diagonal artery was post dilated and the procedure was successfully completed with 0% residual stenosis. The patient was discharged home. In (B)(6) of 2007, the patient presented with chest pain and a myocardial infarction. It was noted that the patient's physician had discontinued the patient's plavix five days prior as it had been over a year that the patient was on the medication. The patient was brought to the catheterization lab and stent thrombosis was found in both the lad and diagonal artery stents. There was also 80% stenosis in the diagonal artery stent with a clot and 20% stenosis in the lad stent with thrombus. The lesions were successfully treated with balloon angioplasty resulting in 0% residual stenosis. Plavix was re-initiated and the patient also received reopro and lovenox. The patient was discharged home two days later.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a drug-eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.